Event description:
According to the literature, a retrospective study evaluated the outcomes of laparoscopic sleeve gastrectomy as a revisional procedure after laparoscopic adjustable gastric banding between 2006 and 2021. An endo gia/signia stapler with reinforced reloads or a competitor device were used to create the gastric sleeve. There were 1200 patients who underwent primary laparoscopic sleeve gastrectomy, and 600 patients underwent sleeve gastrectomy as a revisional procedure. Complications included staple line leaks, bleeding, fistula and sepsis. Leaks were diagnosed using water-based soluble contrast (gastrografin) or computer tomography scans. Treatment included antibiotics, endoscopic stents, glue, endoscopic vacuum therapy, radiological drainage, or reoperation. Readmissions, unplanned ICU and extended hospital stay was reported. Bleeding required blood transfusions or reoperation. Two mortalities occurred in the rlsg group; one mortality occurred two days post discharge due to a sleeve leak. Leak rates were higher in the revision group and could be related to the thickened tissue at the staple line, a fibrotic capsule at the site of the band or interrupted blood supply with frayed, thinned luminal wall. Complications not related to the device included wound problems, stenosis, and thrombosis.

Manufacturer narrative:
Anagi wickremasinghe, yit leang, yazmin johari, prem chana, megan alderuccio, kalai shaw, cheryl laurie, peter nottle, wendy brown, paul burton. Long-term outcomes of laparoscopic sleeve gastrectomy as a revisional procedure following adjustable gastric banding: variations in outcomes based on indication. Obesity surgery (2023) 33. Https://doi.org/10.1007/s11695-023-06886-8. Pages 3722¿3739. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.